Event description:
Allegedly, reason for revision not known.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Add'l info has been requested. This report will be amended when the investigation is complete. This is the same event as 1043534-2008-00103. This event occurred in another country.